Manufacturer narrative:
Siemens has completed an investigation of the reported event. There is no indication of a system malfunction and no non-conformity or systematic error was found. The investigation was performed considering complaint description, system log files and system history. The analysis of the log files showed that a collision with an external object of the robotic arm was detected by an activation of the collision sensor. In this case the robot arm movement stops immediately. After a collision, the movement is limited (possible in the opposite direction at slow speed) and is indicated with "+" and "-" by the system (override mode). Directions which are not possible are marked with x. The operator performed movements in override mode but was not able to move the system out of the collision zone. The local service engineer removed and readjusted the c-arm cover. The operator manual contains adequate instructions about system movement and how the operator can avoid a collision. There are no reports of the issue reoccurring. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized. Instructions for unit movements are provided with the system in the operator manual (chapter 4): subchapter: 4.3.1 important information on unit movement. Risk of collision, risk of injury to patient or operator, risk of damage to unit parts. It is the responsibility of the operator to ensure that unit movements are released only if it is certain that neither the operator, the patient, third parties nor other pieces of equipment can be endangered by these movements. Always pay attention to possible collisions during unit movements. Make sure that nobody is standing inside the danger area. Remove any objects or accessories from collision area, e.g. Injector or infusion stand. Body penetrating objects introduced in the patient (e.g. Catheter, biopsy/kyphoplasty needle) must not be actuated by system movements.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an acute interventional procedure, the user reported reduced speed of the table stand. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.